Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients representative that the patient thinks there is something wrong with the implantable pulse generator (ipg) as their "pulse always runs in the low 90s" and "they are seeing readings "in the high 40s." The ipg remains in use. No further patient complications have been reported as a result of this event.